Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that multiple alerts for ventricular tachycardia (vt) episodes and reduced cardiac resynchronization therapy (crt) pacing had occurred. Review of the electrograms showed suspected atrial fibrillation (af) with rapid ventricular response (rvr), with variable ventricular rates. Loss of capture on the left ventricular (lv) channel was noted on the presenting electrograms. Additionally, out of range intrinsic amplitudes and a decrease in lv pacing impedance from 1800 ohms to 852 ohms was observed. In clinic review was recommended to assess the lv lead and to program on appropriate output. Additional information noted that the most recent presenting electrocardiograms showed lv capture which was not seen in clinic since previous information was sent. However, possible intermittent loss of lv capture was observed again approximately one month later. Pacing impedance on the lv lead also showed increased measurements. All other lead measurements were stable. In clinic review was recommended to assess the lv lead and to program appropriate lv output. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that multiple alerts for ventricular tachycardia (vt) episodes and reduced cardiac resynchronization therapy (crt) pacing had occurred. Review of the electrograms showed suspected atrial fibrillation (af) with rapid ventricular response (rvr), with variable ventricular rates. Loss of capture on the left ventricular (lv) channel was noted on the presenting electrograms. Additionally, out of range intrinsic amplitudes and a decrease in lv pacing impedance from 1800 ohms to 852 ohms was observed. In clinic review was recommended to assess the lv lead and to program on appropriate output. No adverse patient effects were reported.